Manufacturer narrative:
Correction: section h6: health effect - clinical code should have been "insufficient information".

Event description:
It was reported that the pacemaker could not be interrogated in clinic. Interrogation could not be performed with a programmer and there was no magnet response. The last interrogation was (B)(6) 2023 and the device had 3.01v left at the time. The patient's pacemaker was explanted and replaced. Further information was requested but not available at this time.